Event description:
The customer reported that there was a generator error on the 7900 system. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No further info is available at this time.